Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification up to the (B)(6) 2014. On the (B)(6) 2014 the device records a ten minute manual power up. The device successfully performed all weekly auto self-tests between the (B)(6) 2014 and the (B)(6) 2015. Multiple manual power ups some of ten minutes duration were observed in the device memory between the (B)(6) 2015 and the (B)(6) 2015. The last log entry on the (B)(6) 2015 records a successful auto self-test. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Also, there was a slight fluctuation observed on the pogo-pins. This had no impact on the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.